Event description:
Related manufacturer reference: 2184149-2018-00058, 2184149-2018-00059, 9680001-2018-00046. During an atrial fibrillation ablation procedure a cancellation occurred due to a catheter display shift. The system reference patch was placed on the lower back and the rf patch was located on the shoulder of the patient and during ablation all catheters shifted. The tactisys, tacticath, tactisys to ampere cable and the system reference patch were exchanged but the issue was not resolved. The procedure was cancelled and the patient was stable.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Based on the information provided to abbott and the investigation performed, the reported catheter display shift was unable to be confirmed. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and cancelled procedure remains unknown.